Event description:
It was reported that a spectrum pump did not recognize tubing set. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported 'does not recognize tubing set' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device and found the issue to be attributable to failure to recognize an open door, due to upper latch switch failure with upper auxiliary assembly replacement required. Should additional relevant information become available, a supplemental report will be submitted.